Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy, 'reposition jaws and reactivate' was displayed after cutting a cardinal ligament. Then, when the device was removed from the patient, the upper jaw was broken off. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw detached and returned, with the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws and the I-blade prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the condition of the device, we are unable to investigate further the "reposition jaws and reactivate" issue. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.